Event description:
Patient admitted 8/13/93 for thoracoscopy. This was done without apparrent difficulty. Patient was discharged in good condition. Patient returned to the physician's office complaining of back pain. Patient was then sent to outpatient surgery for o.r. A small section of trocar was surgically removed from the right posterior chest wall. There were no signs of infection or debility due to this event.